Manufacturer narrative:
Additional information: on 8/8/2019, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contraction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a breast surgery with a saline mentor smooth round moderate profile 425cc on the right side and an unspecified saline mentor breast implant on the left side. The patient experienced capsular contraction on the left side and deflation on the right side post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.